Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenopancreatectomía, the device did not fire. The surgery was completed using another stapler. Surgical time was extended for more than 30 minutes. Patient developed postoperative bleeding, emergency surgery was performed. It was determined for hemodynamic decompensation. The patient died.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenopancreatectomía, the device did not fire. Surgical time was extended for more than 30 minutes. Patient died.